Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the patient was vacationing in (B)(6), they heard an audible alert. It was found that a lead integrity alert (lia) had triggered due to elevated sic (sensing integrity counter) and high rate non-sustained tachycardia that was correlated to a fvt (fast ventricular tachycardia). Anti-tachycardia pacing therapy was delivered by the device and the episode was resolved. It was also noted to keep the rv lead programmed as integrated as there has been t-wave oversensing (twos) on bipolar. The rv lead remains in use. No patient complications have been reported as a result of this event.